Event description:
Product complication: stent 85% restenosis found after ultrasound. Time of complication: 5-days post carotid procedure. Date of caortid procedure was 2006. Symptoms: none the ica ws 90-95% stenose and a 6-8x40 rx acculink was implanted in 2006 without pre-dilatation and post-dilatation. The carotid procedufe was reported to be successful. The 5th day an ultrasound wasp performed and found the stent was 85% restenosed. The patient was treated with plavix and will control every 3 months. Patient status is reported to be unknown. No additional information was available.